Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the hospital complaining of chest pain. Upon interrogation increased pacing thresholds were observed. An echocardiogram was performed which confirmed a rv lead perforation and a small pericardial effusion. A revision procedure was performed and this rv lead was successfully repositioned. No additional adverse patient effects were reported.